Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were in emergency room and then hospitalized due to high blood glucose and low blood pressure on (B)(6) 2019 with blood glucose of 515 mg/dl. Customer reported that the insulin pump had blank display. Customer reported that they received battery out limit as she had no power. Customer stated the insulin pump alarmed after battery change. Customer reported they were able to clear the alarm. Customer reported that they received no delivery alarm. Customer stated the insulin did exit. Customer stated the insulin pump did not alarm no delivery. The customer experienced symptoms such as felt weak and was not able to get up. The customer was treated with intravenous insulin. Customer reported that they did not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.